Event description:
It was reported that the right ventricular (rv) lead's defibrillation coil demonstrated high impedance. The rv defibrillation coil lead impedance measurement is trending higher than the superior vena cava coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead (B)(6) 2011; 4469 competitor implantable pacing lead (B)(6) 2011.